Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Moisture damage was also found on the electronic assembly. The device passed the displacement, selftest and off no power tests. No button error or blank display noted. Damages to the display windows and a cracked reservoir tube lip also noted.

Event description:
It was reported that the customer had high blood glucose levels of 126 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).